Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer current blood glucose level was 483 mg/dl. The customer was assisted with troubleshooting. Customer reported that the serter was getting stuck when cocking or pulling back the green serter handle to prepare for insertion. The infusion set cannula was bent. The insulin pump will not be returned for analysis.